Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, during preparation on shunt construction, the two needles broke in a row. The needle tip was able to be found and did not cause any problem.